Manufacturer narrative:
Results pending completion of evaluation.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection and reoperation.

Event description:
On (B)(6) 2014, the patient underwent endovascular repair of a thoracic aortic aneurysm using a gore® tag® thoracic endoprosthesis. The tag device was implanted just below the brachiocephalic artery, and a non gore stentgraft (v12) was implanted in the left carotid artery to maintain the blood flow. The procedure ended without any reported issue. CT scan performed sometime around (B)(6) 2014 showed a localized dissection at 1~2cm proximal to the tag device. It was reportedly unknown what caused the dissection. On (B)(6) 2014, a non-gore stentgraft (tx2) was implanted to proximally to the tag device to treat the dissection. Pxl161407j was implanted in the brachiocephalic artery to maintain its blood flow. The procedure ended successfully.